Event description:
Procedure type: vaginal hysterectomy. According to the reporter: the needle broke in half and remained in the patient. It was removed one week later using an image intensifier.

Manufacturer narrative:
.